Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has foreign material. This is likely caused due to insufficient cleaning. Other observations for the device are: distal end rubber coating (a-rubber), suction (s) s-cover, control unit, right/left knob, and up/down knob are dirty; connecting tube has a buckling and a scratch; insertion tube image guide protector is damaged; forceps channel port has a dent; angulation is lower than standard and has play; due to wear of forceps elevator coil (k-wire), the forceps raising angle does not meet the standard value; due to damage on k-wire, fixing force of guide wire does not meet the standard value; due to fray of k-wire, fixing force of guide wire does not meet the standard value; because forceps elevator is shaved, fixing force of guide wire does not meet the standard value; distal end cover (c-cover) has a scratch. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of reduced angulation occurring during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This is likely caused due to insufficient cleaning. This medwatch is being submitted for the presence of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 (findings). Correction to h6 (findings): code 4228 should be removed as it was confirmed there were no deviations in reprocessing from the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the forceps elevator, however, the specific material could not be identified. The cause for the material remaining on the device could not be specified. There were no reported deviations from the instructions for use (IFU). The instructions for use (IFU) state: reprocessing manual- "if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, e1, e2, e3, g3, g6, h2, and h10. General information on reprocessing at the facility: the customer follows reprocessing steps as per instructions for use (IFU). An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Pre-cleaning is done with lint free gauze dipped in detergent solution by wiping the gauze thoroughly on outer surface of endoscope. Repeated wiping is performed, if required; the detergent solution is aspirated for 30 seconds and the air is aspirated for 10 seconds while raising the elevator up and down three times. Next the air water channel and the nozzle are cleaned as follows: keeping the air pump on standby and manual air water button is replaced; then air water channel cleaning adapter is placed. The air is turned on. Air will be flushed from both the channels air and water, thus air-water channel and nozzle will be flushed. By pressing the adapter air and water will be flushed out properly. Lastly, the accessories/buttons are removed from the scope. Detergent used for pre-cleaning is low foam detergent. The endoscope channels are brushed during manual cleaning with single use olympus maj-1888 brush, which is not re-used. Cleaning and disinfectant solutions used with the endoscope is ga brand. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed and operated with detergent solution. The forceps elevator is flushed appropriately. The distal end is brushed with both the channel-opening brush and maj-1888: customer is not use automatic endoscopy reprocessor (aer). The endoscope is air dried and then stored in an almirah brand endoscope cabinet.